Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 178 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.